Event description:
It was reported that a patient underwent a cervical spine plastic surgery procedure in 2009. The absorbable hemostat was used for oozing blood from the spinal vein. The surgeon was not sure the product was removed or not after hemostasis was complete. In the next day, the patient started having neuroplegic symptoms, so re-operation was performed 3 days later. The patient left from the hospital some days later, and is in stable condition currently.

Manufacturer narrative:
Date sent to the FDA: 10/14/2009. Conclusion code: if additional information is received, an updated report will be provided. The product information of use warns that "surgicel must always be removed from the site of application when used in, around, or in proximity to foramina in bone, areas of bony confine, the spinal cord, and/or the optic nerve and chiasm regardless of the type of surgical procedure, because surgical hemostat, by swelling, may exert pressure, resulting in paralysis and/or nerve damage.